Event description:
Major pump unit(s) involved: external control system failure.failed system controller check.specific component(s) involved: external controller malfunction.yelliow ranch alarm.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller.type: lvad.

Event description:
Major pump unit(s) involved: external control system failure.additional text: failed system controller check.specific component(s) involved: external controller malfunction.additional text: yelliow ranch alarm.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller.type: lvad.

Event description:
Major pump unit(s) involved: external control system failure specific component(s) involved: external controller malfunction.